Manufacturer narrative:
A visual examination confirmed that the returned device was broken approximately 5.4 cm from the hub; the probe did not present any bending. The user had placed three black marks near the hub on the side opposite to the etched marks. An examination of the fracture surfaces revealed areas that appear to have received excessive heating prior to breakage. The device surface presented areas of heavy scratches; 2cm long near the tip and another at 27-28cm from tip. The reported complaint of probe broken was confirmed according to product condition. Without additional information and due to the probable excessive heating prior to breakage, the most probable root cause is use/user error.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was used on a procedure on an unknown date. According to the complainant, the probe broke in half during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultrasound probe was used on a procedure on an unknown date. According to the complainant, the probe broke in half during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.